Manufacturer narrative:
One 6fr angio-seal evolution device along with the plastic header bag was returned for evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The tamper tube was slightly exposed. The compressed collagen and suture hung from the distal tip of the carrier tube. The anchor could not be located indicating it might have detached from the suture/collagen. The device was in full rear lock position, and both colored bands were visible on the deployment sleeve. No other accessory components were returned. The device was visually inspected, and no deformation or damage was noted. Upon receipt, the button of the device was hard. The device was then examined under fluoroscopy and the gear teeth were checked for proper mating and alignment. No anomalies were noted. Functional testing was conducted. The button was pressed on the actual device, and the suture unwound as intended. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely the reported event was from excessive withdrawal forces experienced due to the suture not unspooling which in turn occurred due to the failure to depress the button on the handle. However, the exact cause of the reported event cannot be definitively determined based on the available information. The IFU states: " when hemostasis is achieved, push and hold the suture release button, and pull back until the suture is exposed (figure 16). This will release the remaining suture within the device handle and remove the compaction tube from the tissue tract."

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when using the angio-seal device the collagen plug did not deploy when the physician attempted to close femoral artery puncture with a 6 fr angio-seal evolution. A right lower extremity angiogram was being performed. The procedure outcome was successful. There was no patient injury or blood loss. Additional information was received on 11/29/18. The patient was reported to be in stable condition. A 6fr. Catheter was used. When the device was withdrawn, the collagen just did not deploy. Hemostasis was achieved by manual compression. The collagen and the anchor were removed with the device. There were no other devices or equipment used with the angio-seal device.